Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was exhausted as a result. Following therapy delivery and exhaustion of tachycardia therapy, the patient remained in a sustained ventricular tachycardia (vt). Manual atp was delivered and converted the vt. It was reported that atp was reprogrammed from 12 to 16 pulses. No further interventions were undertaken. It was reported that the patient was in the intensive care unit for unrelated reasons. No additional adverse patient effects were reported. This device remains in service.